Manufacturer narrative:
(B)(4). This complaint of low drain volume alarm was confirmed. The cause was air in the patient line. The source of the air is unknown. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) reviewed troubleshooting steps with the home patient (hp). The hp stated that there are large air bubbles in the patient line. The tsr explained that the hp would need to end therapy and start over with new supplies. The tsr walked the hp through ending therapy early procedure. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated they were not sure how air came into the patient line. The hp stated that after starting over with new supplies no further issues were found. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention.